Event description:
The complaint alleges while the consumer was using the raised toilet seat, it "abruptly and unexpectedly flipped off the toilet bowl" causing the consumer to fall to the floor.

Manufacturer narrative:
Detail information received is that user leaned to one side of the seat and as she shifted her weight, the seat became dislodged from the bowl. She allegedly fell to the floor and re-fractured her leg. Patient has since passed away. Plaintiffs alleged death was due to accident. Invacare has not received any documentation supporting that claim. Unit inspected a councils office and is well worn, but does not appear to be broken or defective.